Event description:
It was reported that numerous episodes were collected on the implantable cardiac monitor within days of implant. The episodes had loss of signal and were believed to be false events. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information. False asystole was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.